Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician being trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the physician could not complete step 3 (thumb advancer arrows align) for starclose clip deployment and the device became stuck in the pt's anatomy. The physician forcefully pulled the device from the arteriotomy. It was noted after device removal that the vessel locator wings were in the open position. Hemostasis was achieved by manual compression. There was no pt effect. Though requested, there was no add'l info available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.